Event description:
It was reported that the patient was experiencing interstim problems. Normal battery depletion was noted. Impedance issue, high, was also noted. There was limited electrode configurations within range: case 1; case 2 and 1 & 2. However, the patient was unable to feel stimulation on those combinations. Diagnostic testing/troubleshooting was noted as including impedance testing and reprogramming. Regarding if there was a product issue, was the issue resolved, it was noted: no. Regarding if there was a product issue, was the cause of the issue determined, it was noted: no. Battery life also noted as "low" and patient reported she had not felt her interstim for at least six months and unsure when it stopped helping her symptoms. Patient status at the time of the reporting was noted as: alive, no injury. Patient symptom was noted as less than 50% therapy relief. Additional information received noted that battery level indicated as low. Patient was interested in device replacement and patient to follow up with their doctor.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v926163, implanted: (B)(6) 2012, product type: lead. (B)(4).